Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that the 9600 system had an error message and would not fluoro. No pt injury was reported.

Manufacturer narrative:
The event occurred in (B)(6).